Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration\perforation ¿ fallopian tubes') in a 29-year-old female patient who had essure (batch no. C91773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent confirmation test". The patient's medical history included anal chlamydia infection in 2006, vitamin d deficiency and sexually transmitted disease. Previously administered products included for an unreported indication: mirena from (B)(6) 2016 to (B)(6) 2016. Concomitant products included levonorgestrel (mirena) for genital bleeding. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia") and device expulsion ("migration of essure device location of device: uterus"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, dyspareunia and device expulsion outcome was unknown and the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, device expulsion, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- bleeding, pending medical record for full procedure description. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: results: total bilateral occlusion. Lot number: c91773, manufacturing date: 2014-08-07, expiration date: 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration\perforation ¿ fallopian tubes') in a 29-year-old female patient who had essure (batch no. C91773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent confirmation test". The patient's medical history included anal chlamydia infection in 2006, vitamin d deficiency and sexually transmitted disease nos. Previously administered products included for an unreported indication: mirena from (B)(6) 2016. Concomitant products included levonorgestrel (mirena) for genital bleeding. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia") and device expulsion ("migration of essure device location of device: uterus"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, dyspareunia and device expulsion outcome was unknown and the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, device expulsion, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- bleeding, pending medical record for full procedure description. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jan-2020: plaintiff fact sheet received, new reporter medical significant ,patient demographic ,patient concomitant condition, lab data concomitant medication ,essure stop date, lot number, expiration date, event abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: uterus added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration\perforation ¿ fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia") and menorrhagia ("menorrhagia"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, dyspareunia and menorrhagia outcome was unknown. The reporter considered abdominal pain, dyspareunia, fallopian tube perforation, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for- bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: event injury nos replaced with event perforation ¿ fallopian tubes, essure migration, pelvic pain, abdominal pain, dyspareunia, menorrhagia and patient did not underwent confirmation test. Patient demographic details, reporter and product information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.